Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed lead body damage, including insulation cuts with blood/body fluid in the lumens. Continuity testing confirmed the electrical continuity of the lead. Laboratory evaluation determined the damage to the lead occurred during the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a perforation of the right ventricular (rv) occurring during implant of this lead. A pericardiocentesis was performed and the lead was repositioned without incident. Two days post implant, there was a decrease in r-wave measurements, pacing impedance measurements and loss of capture was observed. A revision procedure was performed and the lead was removed from service. No additional adverse patient effects were reported.